Event description:
It was reported that during a da vinci s cardiac procedure, the customer experienced a non-recoverable system error code #1. The customer was unable to clear the system error code after restarting the system multiple times. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm or complications were reported.

Manufacturer narrative:
During the investigation conducted by the field service engineer (fse), a review of the system error log was performed and the occurrence of system error code #1 was confirmed. The fse also observed multiple occurrences of system error code #23003 in the system error log. The fse concluded that the system error code #1 and system error code #23003 were associated with a pt side manipulator (psm) arm. The psm is an instrument arm located on the pt side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarms (system generated fault codes) functioned as designed and there was no injury to the pt. System error code #1 appears when the da vinci s safety system determines that a power supply voltage was out of range. Upon determining this condition, the safety system puts da vinci s in a "non-recoverable safe state". System error code #23003 appears when the da vinci s safety system determines that the arm did not follow the test trajectory within a specified margin. The psm was returned to isi for eval, however, engineering was unable to replicate the customer reported failure mode. As a precaution, the embedded serializer pt manipulator (espm), an axis potentiometer assembly, and an axis motor/encoder were replaced. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.